Manufacturer narrative:
(B)(4). The occurrence date was update to (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Device manufacture date: may 15, 2014 ¿may 16, 2014 the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was underinfused. The device was filled with 255 ml of a fluorouracil solution. Infusion started on (B)(6) 2016. After seven days, there was 140 ml of solution remaining in the device. The infusor appeared to still be running when disconnected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.